Event description:
The lead was returned with oos documentation from biotronik representative. This system was removed due to infection. There are no adverse events reported for this patient. Also removed: lumax 340 vr-t, MDR: 1028232-2008-00169.